Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-9218-15 serial number: (B)(6). Batch/lot number: 7079679 model/catalog description: precision m8 adapter 15cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during a revision procedure, it was found out that the competitive lead had a high impedance. They tested the lead tail with another adapter, and it would not clear. The patient was not consented for a lead revision. So, they completed the procedure and the patient was doing well postoperatively.